Event description:
It was reported that, during the lead implant procedure, it was not possible to find acceptable sense and threshold parameters in bipolar. It was decided to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, the outer insulation was breached cut, there was blood in/on the helix mechanism and sleevehead, and the sleevehead had miscellaneous (non-electrical). The lead was damaged at implant. The analyst commented that the lead was returned with the guide tooth damaged.